Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was suspected to be fractured as the left ventricular pace (lvp) percentage had dropped. There was no available out of service information. The lv lead remains implanted. No adverse patient effects were reported.